Manufacturer narrative:
This follow up is being submitted to correct d1 country. Related report: 3025141-2025-00278.

Event description:
It was reported that both of the 1.5 mm hex drivers (80-0728) broke during surgery, a second instrument set was opened to access a third driver. The case was completed successfully with a small delay, 10 minutes. No adverse effects to the patient. A second kit was opened to complete the surgery.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-00278.